Event description:
Caller reported that the t:slim x2 pump battery would not charge, and the pump screen was not turning on. Despite trying different power adapters and cables, the issue persisted, indicating no resolution through these methods. There was no adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup insulin therapy until a replacement pump, with updated software, could be shipped. Tandem clinical technical support (cts) arranged for the shipment of a replacement pump, instructed the customer on returning the defective pump, and communicated the need to program settings and connect the continuous glucose monitor to the new device. The caller acknowledged and understood all the instructions provided by cts.